Event description:
It was reported that the customer received an occlusion alarm during basal delivery while charging the pump. The customer resumed insulin successfully. There was no impact to customer's blood glucose levels.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.